Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was detected via patient remote monitoring system for this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead which exhibited high out-of-range (oor) pacing lead impedance (pli) measurement greater than 2,000 ohms. Boston scientific technical services (ts) advised troubleshooting measures and testing the integrity of the system. They will likely continue to monitor and investigate further during the next regular follow up. The system remains in-service. No adverse patient effects were reported.